Event description:
Reporter alleged obtaining the results of 557 mg/dl and 146 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter does not have the strips any longer, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, he found the adaxial tissue could not be sewed. The surgeon used hand sewing to complete the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient. Was the tissue retaining set properly in the anvil hole? Yes. Did the tissue fit evenly in the device? Yes. Area of the staple line the failure occurred? Proximal. How was the failure detected? Visual. Was the device fired across an existing staple line/clip? Yes.